Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0tpv5, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient walked through a metal detector at a thrift store and was electrocuted on the left side of their vagina. The shocking occurred on (B)(6) 2015. Since then the stimulation was off and the patient felt pain and discomfort. It felt like it was burning from the inside and made the patient jump 5 feet in the air. The patient got a burn on their vagina. The patient went to the emergency room and they didn't know how to help them. They finally gave the patient some morphine for the pain. The patient's managing health care provider (hcp) couldn't help them and told the patient that in a few days the nerve should feel better. The patient mentioned that they had a brain injury which caused them to be very aggressive. The brain injury was why they got the device implanted. The patient's implant was working fine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she went to visit her urologist after she got electrocuted at the store by security gate. When the health care professional (hcp) tried to test her stimulator, she got shocked. She jumped up and started screaming. The patient wanted the device taken out and was scheduled to take it out on (B)(6) 2015. She said the stim was on a low setting but she was not getting symptom relief. It was noted that the implantable neurostimulator site hurt, there was pain over the vagina, over active bladder, she drank water and had explosive diarrhea, she lost 8 pounds (from (B)(6)), she was waking up at night to pee, it burned when she peed and had diarrhea, she did not sleep, she had intense pain, her vagina was electrocuted and it too 5-10 minutes for her to pee. The patient was getting medication. The symptoms noted were aggravated when she was shocked again. She had new symptoms- she could not put weight on her left leg, nerve pain in leg, vagina and left pelvis, she could not walk and had to drag her leg behind and the patient had not left the house in a week. When she put pressure on her foot, it made it hurt. The patient had to wear sandals to the doctor. Since the patient was shocked, she had been going to physical therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that the implant caused her damage and it was removed on (B)(6) 2015. It was still causing her problems. The device gave her a rare malfunction. She had not recovered from the patients the device caused her.

Event description:
Additional information received from the department of health and human services reported that the patient had a brain injury which resulted in overactive bladder. The implant was done to resolve the problem of overactive bladder. When the patient walked into the store she jumped after being electrocuted in her vagina. She went to the ed and nothing was done. Troubleshooting was done and it was found that the device malfunctioned and electrocuted her. The patient suffered from a lot of pain and was going to physical therapy. The patient was electrocuted again and went to see her urologist who "fired" her as a patient. Her legs hurt and her overactive bladder had not been resolved. See attached medwatch form.